Manufacturer narrative:
No patient information provided as no patient was involved when the reported issue occurred. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the computer of the viewing station of the imaging system would not boot. Additionally, it was reported that after replacement of the bios battery during a planned maintenance (pm), the imaging system displayed a blue screen with a "0 x 000007b" error message displayed. There was no patient present when this issue was identified. Troubleshooting found that all bios settings were checked three times, internal components of the pc were checked to ensure there was no loose cabling without resolution.